Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for an embolization procedure, it was noted that the neuron max 6f 088 long sheath (neuron max) became damaged at the distal tip when removing the mandrel. The damage was identified prior to use. Therefore, the neuron max was not used in the procedure.